Event description:
It was reported to boston scientific corporation that a rotatable - snare was used in the colon during a procedure performed on (B)(6), 2024. During the procedure, the device had poor puncture and excision. It was also noted that the device had poor energization. The procedure was completed with another rotatable - snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city:(B)(6) block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a07 captures the reportable event of delivering energy intermittently.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a07 captures the reportable event of delivering energy intermittently. Block h11: investigation results a rotatable - snare was received for analysis. Media and device inspection of the returned device revealed no visible problem/damages. Also, the loop was able to be extended and the electrical test was performed, the device was found within specification and also showed continuity. No other problems were noted. The reported complaint of loop failure to cut and device delivers energy intermittently was unable to be confirmed since the device was submitted to a functional test and the loop could extend properly without any problem, it was also submitted to an electrical test and the device was found within specification and also showed continuity. The unit returned did not show evidence of the alleged problem or any defect that could have contributed to the event reported. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a rotatable - snare was used in the colon during a procedure performed on (B)(6) 2024. During the procedure, the device had poor puncture and excision. It was also noted that the device had poor energization. The procedure was completed with another rotatable - snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h2: additional information: block b5 has been updated based on the additional information received on june 10, 2024. Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a07 captures the reportable event of delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that a rotatable - snare was used in the colon during a procedure performed on (B)(6) 2024. During the procedure, the device had poor puncture and excision. It was also noted that the device had poor energization. The procedure was completed with another rotatable - snare device. There were no patient complications reported as a result of this event. Additional information received on june 10, 2024: the type of procedure is endoscopic mucosal resection (emr).